Event description:
A complaint was reported to boston scientific corporation on a percuflex combination stent/nephrostomy catheter. According to the complainant, post procedure, several days after the device was implanted, it was found to be obstructed. The device was retrieved from the patient with no incidence. There were no patient complications as a result of this event. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
(B)(6).